Event description:
Contacted service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Home pt disconnected transfer set from the pt line of the set without pausing therapy. The home pt then reconnected to the setup and received the alarm. Service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.